Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: it was reported the patient was initially implanted with (B)(4) proximal femoral nail anti-rotation on (B)(6) 2015. It noted during follow up visit on (B)(6) 2015, there was instability of the implant. The slight rotation of cranial bone was confirmed. The surgeon continued to observe progress towards to the patient because the patient also showed a sign of synostosis on inside front of the implant region. On (B)(6) 2015, further rotation of cranial bone and the precedence of the blade were seen. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Event date: unknown additional product code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.